Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. -package lot number of the clips? Currently, unknown. Please provide the applier product code and lot number? The applier product code is ka200 and lot number is unknown. What suture type and size was used? Currenty, unknown. When the event occurred, was the suture placed near the hinge of the clip? Yes. Were you able to lock the clip closed on the suture? Almost clips could not be locked.if yes, after it closed, was the clip holding securely fixed on the suture? Some clips was not holding securely fixed on the suture. Was the applier checked for damaged (jaws straight and aligned)? Yes, but there is no damage with the applier. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Yes. Please perform and document the follow up attempt for product return. We regularly contact with sale rep about the device returning.- qty to be returned of xc200 4 1. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a laparoscopic hepatectomy on (B)(6) 2024 and suture clip was used. During, the device could be loaded with the clips, but it could not lock and clipping was not possible. It was used on vessel blood. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and was conducted on the returned sample. Visual analysis of the returned sample revealed that the xc200 cartridge was not returned for analysis, only an opened foil with the lot number th2ale was received with no apparent damage and it was received empty. As no cartridge or clips were returned for evaluation, we are unable to investigate further the event description. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. The event report could not be confirmed as only an opened foil was received. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.